Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8590-1, lot # n311907, implanted: (B)(6) 2012, product type accessory; product ID 8578, serial # (B)(4), implanted: (B)(6) 2012, product type accessory; product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4). Analysis of the ptm revealed a crack solder joint of the antenna jack and a scratched face plate.

Event description:
It was reported that the patient¿s personal therapy manager (ptm) was not working. She did not feel like she was getting any medication when she tried to give herself a bolus. This had been going on for six months. It only worked once in a great while. The patient got confirmation on the ptm screen that the bolus was successful, but the patient didn¿t feel like she got mediation. The ptm showed a check after she pushed the bolus button, but a lot of times, the ptm ¿skips and goes back to 3 hours or it will say 20 minutes or 45 minutes.¿ the patient¿s lockout interval was 3 hours. The patient had been keeping a diary and monitoring her boluses. The patient received a bolus maybe just once a day. However, usually she did not receive a bolus and that¿s why she had pain. The patient also had difficulty connecting to her pump with the antenna attached. She had to press hard where the connector went to get connection. The ptm would not connect without the antenna. The patient also changed the batteries every 3 days. At the time of this report, the patient used the ptm without the antenna and was not able to connect. It was also reported that the patient¿s pump was ¿cockeyed¿ and she had to use the ptm ¿just right¿ for it to work. When she first got the pump, she could put the ptm on any part of it and it would work. However, currently, it had to be ¿so perfect.¿ it was especially hard in the middle of the night, when she was in pain. The patient had pain all of the time. Her back pain was a new pain that started in the month prior to this report. Usually, she got at least 50% comfort from the pump, enough to manage her pain. It didn¿t make her feel great, but it managed the pain and her back was not hurting. The patient¿s healthcare provider (hcp) ¿thought it might be kidneys¿, but the patient did not agree with that. She had been taking cranberry pills for four days. The patient had been complaining to her hcp for six months regarding her ptm and not feeling that she was getting boluses and he would not increase her medication. It was also reported that, each time she had a refill, way too much medication came out. This had been going on for a few months. The hcp did a ¿pumpogram¿ in the week prior to this report, which confirmed that the pump looked fine. On the day prior to this report, the hcp called the patient and instructed the patient to have her ptm fixed. If that didn¿t work, the patient would have to have her pump fixed. The device system was used to deliver clonidine and ¿hydrochlorphone¿, which was described as ¿some burning medication.¿ it was later reported that the ptm would not do telemetry with or without the antenna.